Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: there was one reboot observed in black box on (B)(6) 2013 at 7:57pm. Insulin delivery is resumed by 8:09pm same day. Daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No power issues or alarms occurred during testing. Battery cap contact height and width was found to be in specifications. The pump was opened and no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump rebooted today for no reason, following a loss of prime and finding the battery cap had come off. The patient denied damage to the battery cap but could see a small strip of the yellow o-ring at the time of the call. The patient stated that they were in a marathon a few days ago and it rained non-stop but they do not see evidence of moisture. The patient stated that their blood glucose (bg) was 19.1mmol/l with lethargy, blurred vision and fruity breath. This report is being made due to the alleged hyperglycemic event the patient experienced due to an alleged power issue.